Event description:
Event verbatim [preferred term] burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), device lot number w61103, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blister on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected) [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist and physician. An 80-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number w61103, expiry date jun2021, from (B)(6) 2019 once daily for back pain. Relevant medical history included lumbalgia from around the (B)(6) 2019 and on-going, ex-nicotine, condition after 10 times thoracic radiation and ongoing diabetes. There was no concomitant therapy. Thermacare heatwrap has been applied in the past and tolerated well. The patient experienced burn blister. Thermacare heatwrap has been started once daily in (B)(6) 2019 as self medication due to back pain. The 2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected) around the (B)(6) 2019. The burn blisters have been treated with hydrocolloid patches, ointment for burns and tetanus booster. Hospitalization or surgery were not required. The adverse event has been assessed as non-serious and occurred for the first time by the physician. Thermacare heatwrap has been discontinued due to the burn blisters on (B)(6) 2019. Causality was not assessable. The outcome of the event burn blister/2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected) was resolved with sequel on (B)(6) 2019. Follow-up (11jul2019): new information from a contactable physician included: patient age, medical history, concomitant medications (none), and event data (clinical course, treatment and outcome). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected) [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist and physician. An 80-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number w61103, expiry date jun2021, from (B)(6) 2019 once daily for back pain. Relevant medical history included lumbalgia from around the (B)(6) 2019 and on-going, ex-nicotine, condition after 10 times thoracic radiation and ongoing diabetes. There was no concomitant therapy. Thermacare heatwrap has been applied in the past and tolerated well. The patient experienced burn blister. Thermacare heatwrap has been started once daily in (B)(6) 2019 as self medication due to back pain. The 2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected) around the (B)(6) 2019. The burn blisters have been treated with hydrocolloid patches, ointment for burns and tetanus booster. Hospitalization or surgery were not required. The adverse event has been assessed as non-serious and occurred for the first time by the physician. Thermacare heatwrap has been discontinued due to the burn blisters on (B)(6) 2019. Causality was not assessable. The outcome of the event "burn blister/2 burn blisters on the bottom (2-3 cm in diameter) occurred on (B)(6) 2019 and resolved with visible skin changes (scars are not expected)" was resolved with sequel on (B)(6) 2019. According to product quality group: conclusion:the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the DHR thermal records, thermal results all met product release criteria. The product effect may vary with each individual.the plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (11jul2019): new information from a contactable physician included: patient age, medical history, concomitant medications (none), and event data (clinical course, treatment and outcome). Follow-up attempts are completed. No further information is expected. Follow-up (24jul2019): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the DHR thermal records, thermal results all met product release criteria. The product effect may vary with each individual.the plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint.